Event description:
Information received a smiths medical ventilators/pneupac ventilators ventipac is reported to sound like unit has an internal leak. Possible bad pressure relief valve. Event discovered during testing no patient involvement,